Manufacturer narrative:
(B)(6); birthdate was requested but not made available. Date of event is unknown; therefore, publication date was used. Concomitant medical products: additional implanted device overlapped with first device: gore® viabahn® endoprostheses with heparin bioactive surface (item number jhjr060202j; 6mm x 2.5 cm); unknown lot number and UDI number unavailable.

Event description:
A publication was reviewed: initial experience of viabahn stentgraft case 1 mentioned in the article states, after pancreatoduodenectomy for distal bile duct cancer, computed tomography (CT) showed irregularity around the ostium of the proper hepatic artery. Fluid was observed around the artery and pancreatic fistula was suspected. The patient also had arcuate ligament syndrome, and the celiac artery was directed to caudal. From a brachial artery approach, two gore® viabahn® endoprostheses with heparin bioactive surface (6mm x 2.5 cm) were overlapped within the hepatic artery. Hemostasis was confirmed, and the patient tolerated the procedure. Implant date was not specified. Twenty-four days after the implant procedure, the viabahn endoprostheses had occluded. However, hepatic function remained patent. No intervention was reported. Further information was requested but not made available.